Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: unk, inratio: 2.5. Date: unk, lab: 18.0. Date: (B)(6) 2010, inratio: 1.5, lab: 7.5. Date: (B)(6) 2010, inratio: 1.8, coagucheck: 4.0. Pt's target therapeutic range is 2.0-3.0. Pt was taking antibiotics up until entering the hospital. Pt was given vitamin k in the hospital after a result of 18.0.